Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("distal end of the inner coil was separated from the rest. Thus, this piece was removed first and then the rest of the essure coil was removed"), pelvic pain ("pain: chronic pelvic"), endometriosis ("endometriosis") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. B02266) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2010 to 2011. Concurrent conditions included obesity, lack of libido and post coital bleeding. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), psoriasis ("scalp sclerosis") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings ("mood swings") and depression ("depression"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal adhesions ("adhesions"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain in vaginal area") and dizziness ("dizziness"). The patient was treated with surgery (surgery to remove essure (bilateral salpingectomy)), surgery (surgery to remove essure (bilateral salpingectomy)) and surgery (laser ablation). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, pelvic pain, endometriosis, migraine, mood swings, nausea, dysmenorrhoea, dyspareunia, female sexual dysfunction, vaginal discharge, fatigue, psoriasis, abdominal adhesions and alopecia outcome was unknown, the genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, weight increased, vulvovaginal pain and dizziness had resolved and the depression was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal adhesions, alopecia, depression, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, psoriasis, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Per mr: the ostia were identified bilaterally and the essure coils were threaded into the tubes bilaterally with 4 to 6 coils present at each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain and device breakage." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("distal end of the inner coil was separated from the rest. Thus, this piece was removed first and then the rest of the essure coil was removed"), pelvic pain ("pain: chronic pelvic"), endometriosis ("endometriosis") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. B02266) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from (B)(6) to (B)(6) . Concurrent conditions included obesity, lack of libido and post coital bleeding. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), psoriasis ("scalp sclerosis") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings ("mood swings") and depression ("depression"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal adhesions ("adhesions"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain in vaginal area") and dizziness ("dizziness"). The patient was treated with surgery (surgery to remove essure (bilateral salpingectomy)), surgery (surgery to remove essure (bilateral salpingectomy)) and surgery (laser ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, endometriosis, migraine, mood swings, nausea, dysmenorrhoea, dyspareunia, female sexual dysfunction, vaginal discharge, fatigue, psoriasis, abdominal adhesions and alopecia outcome was unknown, the genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, weight increased, vulvovaginal pain and dizziness had resolved and the depression was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal adhesions, alopecia, depression, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, psoriasis, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Per mr: the ostia were identified bilaterally and the essure coils were threaded into the tubes bilaterally with 4 to 6 coils present at each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain and device breakage." Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received. New reporter added. Reporter information updated. Case become medically significant. Patient demographic added. Concomitant drug and historical drug added. Product indication added. Lot no. Received. New events : device breakage, genital haemorrhage, vaginal haemorrhage, headache, nausea, fatigue, weight gain, hair loss , female sexual dysfunction, , dysmenorrhea, dyspareunia, depression, mood swing, migraine, endometriosis , psoriasis, vulvovaginal pain, abdominal adhesions, vaginal discharge, menorrhagia, dizziness added. On 22-may-2018: mr received. New reporter added. Reporter information updated. Case become medically significant. Lab data, concomitant conditions and concomitant drug and historical drug added. On 11-jun-2018: coding correction. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causility comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.